Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unspecified spectrum pump experienced a frequent downstream occlusion alarm. It was also reported that there was pt involvement but no associated pt injury.